Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2022; explant date (B)(6) 2024; UDI: (B)(4); ubd: 2023-12-22. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer and health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal dilaudid 0.5 mg/ml at 0.0489 mg/day via an implantable pump. It was reported that the patient transitioned her care to another hcp for continued pump management in (B)(6) 2024. The patient reported that when the physician performed her first pump fill at the new office, the pump was supposed to be near empty, but the physician aspirated 40 ml of drug from the pump (exact expected and actual volumes unknown to the rep). The patient further reported that the hcp performed a dye study in (B)(6) 2024 to assess the patency of the catheter and found it to be non-patent. Factors that could have contributed to the event included body habitus and location of the pump near the waist line. Actions/interventions taken included the patient being taken to the operating room (or) today ((B)(6) 2024) for a planned catheter revision. The physician first started by opening up the existing pump pocket and dissecting down to the existing pump and proximal pump segment. As soon as the hcp accessed the pump and removed it from the pump pocket, he noted that the proximal segment had been twisted repeatedly, which was resulting in an obstruction of drug/cerebrospinal fluid (csf) flow. The physician disconnected the pump from the catheter and continued to dissect out the proximal pump segment. Because there was "memory" remaining within the catheter, he decided to go ahead and replace the full proximal segment. The physician was given a new 8780 catheter kit, of which, he only used the proximal segment. 1 cm was trimmed from the spinal segment. The new proximal segment was attached to the existing spinal segment. Because the drug concentration was being changed prior to restarting the infusion, a back table prime was performed before reconnecting the pump to the catheter. The physician then reattached the pump to the catheter and aspirated from the catheter access port with ample return of csf. The pump was placed back within the existing pump pocket and a final aspiration was done from the catheter access port with positive return of csf. Incisions were then irrigated and closed. The issue was resolved at the time of the report. The patient's weight was provided. It was further stated that the physician declined to return the explanted portion of the catheter as it was clear that the obstruction was related to repetitive twisting/coiling of the catheter within the pump pocket.